Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (intraperitoneally, dose and frequency not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing with the dosage maintained. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.